Event description:
It was reported that during a da vinci cholecystectomy procedure, the housing on the single site curved cannula popped off. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. No fragments fell into the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the weld joint had cracked at the bowl and tube interface. The shaft was separated from the bowl. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the weld defect could likely cause or contribute to an adverse event, if the malfunction were to recur.